Manufacturer narrative:
When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: unk. (B)(4). The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an ablation procedure with a thermocool smarttouch bi-directional navigation catheter and non-MDR reportable force sensing and introducer tool issues occurred. The bwi failure analysis lab received the complaint device for analysis. Visual inspection revealed that the pebax, the area that houses the spring of the catheter, was damaged. This is a reportable lab finding, as the integrity of the catheter has been compromised. Upon receipt, the returned device was visually inspected and the pebax was found damaged with a small opening underneath the pu margin of ring #1 on the proximal side. Ring # 1 had scratches, was dented, and contained a small gap between the proximal side and the pebax material. A scanning electron microscope (sem) test was performed in order to identify the type of damage. Results showed that the external surface exhibited evidence of cracking and mechanical damage. It is possible that an unknown object made a puncture in the pebax. Per the event description of introducer tool issues, the electrode condition was assessed and the catheter outer diameters were measured. The catheter was found within specifications, and no resistance was noticed while the catheter was introduced into an instructions-for-use-recommended sheath. Per the reported force issue, the catheter was evaluated in a screening test and a force calibration test; the catheter passed both tests. The catheter was recognized by the carto 3 system, no error messages were displayed, and the catheter was properly visualized. The force feature was working properly. Finally, the force sensor values were found within specifications. The device history record was reviewed and no anomalies were found related to this complaint. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. An internal correction has been opened to investigate pebax damages.

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smarttouch® bi-directional navigation catheter and non-MDR reportable force sensing and introducer tool issues occurred. The bwi failure analysis lab received the complaint device for analysis. Visual inspection revealed that the pebax, the area that houses the spring of the catheter, was damaged. There was a gap between the pebax and an electrode. This is a reportable lab finding, as the integrity of the catheter has been compromised. Per the event description, there was no consequence to the patient and the procedure was completed using a similar like device. The awareness date was updated for this complaint to 4/3/2015, the date said issue was discovered in the bwi lab.